Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath was found kinked prior to patient use. No patient involvement was reported with the device.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 03-jan-2023, should be retracted.